Manufacturer narrative:
(B)(4). Batch#:t5cc9p. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic roux-en-y, the stapler misfired. The device delivered staples, but part of the staple line was open. The staples didn't form properly and tore the stomach, so they had to oversew. The stapler did open and the procedure was finished successfully with another like device. There were no adverse consequences for the patient.